Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of evaluation or if any additional relevant information is received.

Event description:
On (B)(6) 2016, report indicated the patient experienced severe abdominal pain during percutaneous endoscopic gastrojejunostomy (peg) tube mobilization. The treating physician was contacted and the patient underwent gastroscopy which showed buried bumper syndrome. On (B)(6) 2016 the patient was treated with antibiotics ciproxin and flagyl due to buried bumper syndrome. Patient was admitted to the hospital for blood tests, abdominal CT and removal of the peg endoscopically. On (B)(6) 2016, report indicated the peg tube was removed without being replaced. A hard mass, bezoar, was observed at the end of the jejunal tube. On (B)(6) 2016, patient was discharged with recommendation to continue antibiotics for a few days.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was returned for evaluation on 16 sep 2016. During evaluation, it was observed that the pig tail of the jejunal tube was knotted and there is something visible around it which appears to be a bezoar. Potential causes of tube knotting during use of the j tube are twisting of the tube by patient or health care provider and reinsertion of the tube by patient or health care provider after dislocation. The IFU indicates ¿do not rotate the abbvie j tube as kinking or knotting may occur¿ bezoars are retained concretions of undigested food material in the intestinal tract. Food getting stuck around the percutaneous endoscopic gastrostomy with jejunal (peg-j) tube causing it to block is a known labeled event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Evaluation of the returned sample is complete. Device evaluation indicates the j-tube pig tail was cut off from the system and was returned separated. A bezoar was visible around the pig tail. Visible fiber like material was wrapped around the loop of the pig tail. The fiber like material of the bezoar tight the pig tail loop together. After separation of the bezoar from the pig tail no knot was observed. The reported event of bezoar is confirmed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.